Event description:
The patient reportedly incorrectly programmed their basal settings resulting in hypoglycemia and loss of consciousness. No mention of seeking medical attention due to the issue. Three follow ups were attempted but no new information was gathered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone15.3 cgm sensor type: g7.

Manufacturer narrative:
In the case description, it was mentioned the user had incorrectly input their maximum basal rate as their user input basal rate after switching from a controller to the smartphone application. Cloud data for the period of (B)(6) 2025 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used up until 21:06 on (B)(6) 2025. This controller was used with a basal program of 18 pulses/hour (0.9 units/hour). The controller serial number changed to (B)(6) at 09:41 on (B)(6) 2025 and was set up with a basal program of 80 pulses/hour (4 units/hour). At 16:05 on (B)(6) 2025, the user input basal rate decreased back to 0.9 units/hour while the controller with serial number (B)(6) was still in use. Review of the pod history data from (B)(6) 2025 found that two automated delivery restriction (adr) alerts were generated. The first alert was generated at 05:35 on (B)(6) 2025 and acknowledged at 06:35 on (B)(6) 2025, resulting in the system switching to manual mode and remaining in this mode until 14:05 on (B)(6) 2025. The second adr alert was generated at 20:00 on (B)(6) 2025 and acknowledged at 21:05 on (B)(6) 2025, resulting in the system switching to manual mode and remaining in this mode until 09:47 on (B)(6) 2025. Review of the patient history buffer (phb) data from (B)(6) 2025 found that estimated glucose values (egvs) decreased below 60 mg/dl on (B)(6) 2025. During each of these time periods, the device was observed to have been in manual mode correctly delivering the user's input basal rate regardless of egvs received. While in automated mode, the system appropriately adjusted the microbolus amounts based on egvs and user inputs. No egvs below 60 mg/dl were received while the device was in automated mode. No issues were observed with the system. It could not be conclusively determined if the user input the incorrect basal program when the controller with serial number (B)(6) was set up based on the cloud data. The exact cause of the reported event could not be determined.